Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery and during the load sequence with multiple cartridges. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact the customer¿s blood glucose.